Manufacturer narrative:
The zoll UK medical technical service department has evaluated the device and has been unable to duplicate the reported malfunction. The lower housing was observed to be damaged, but his was unrelated to the complaint condition. The lower housing was replaced.

Event description:
Complainant alleged that while conducting a 100 joule defibrillation self test during a daily shift check on the device, the user received an unintended delivery of energy from the device. The user reported that he discharged the defibrillator by placing the index finger of each hand on the discharge buttons while his thumbs rested on the inner side of both paddle handles and his second and third fingers of each hand rested on the outer side of each handle. The complainant's little finger of each hand slightly touched the top of the paddles plastic base. The user received a small blister on the little finger of his left hand, which was treated. There were no reported lasting ill effects from the reported event.